Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter was clogged and the medical solution would not go through.a new catheter was used without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty injecting through the epidural catheter could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter was clogged and the medical solution would not go through. A new catheter was used without issue. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one epidural catheter and snaplock adapter for investigation. A visual exam was performed and no issues were observed with the snaplock. The catheter appeared to be used as biological material was present between the catheter coils, especially at the distal tip which appeared to be filled with dried blood. Adhesive residue was present on the catheter body exterior. No other defects were observed. Functional testing was performed and no blockages were found. The reported complaint of a blocked epidural catheter was not confirmed based upon the sample received. The returned epidural catheter was found to have biological material between the catheter coils, especially at the distal tip; however, the presence of this material did not prevent flow from being established during a functional exam. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the catheter was clogged and the medical solution would not go through. A new catheter was used without issue. No patient injury reported.